Event description:
As reported by the user facility: nursing report of over infusion. Nurse had hung new bag precedex at 1230. About 10-15 mins later, pt's bp dropped and pt noted very sedated and .5 bag of precedex was gone. Pump verified to be set at correct rate. Pump tested by biomed, free flow could not be replaced. Biomed reviewed pump history and no issues noted. Please refer MFR report # 9610825-2013-00179.